Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage found on the electronic assembly. The pump was missing the end cap sticker. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 216 mg/dl at the time of incident. The customer stated that buttons were not responding and the pump alarmed button error. The customer stated that he went swimming without the pump on but he put it back on after swimming with wet swim trunks. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.